Manufacturer narrative:
Complaint confirmed. Visual evaluation showed that approx. 1 inch of the distal tip had broken off of the inner tube. The outer tube was noted to have scratches at the transparent hood. Device functioning could not be performed due to the damaged of the device. The cause is undetermined; however, a most likely cause is user applied mechanical damage via prying/leveraging the burr against bone and/or hard tissue.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, it was reported by an arthrex employee via sems that an ar-8400cre burr was damaged at the cutting edge. This was discovered use in a foot joint repair procedure when the shaver was used on cartilage/tissue on (B)(6) 2021. The case was completed using a new product. Rep contacted (B)(6) to confirm whether fragments were produced/entered patient. Update: rep returned contact (B)(6). Confirmed fragments were produced and entered the patient. All debris was confirmed removed.